Manufacturer narrative:
The returned device matches the upn number provided by the customer. Microscopically inspection shows a small piece of polymide in the center support. The electrical test was performed and the device passed the tests. Magnetic sensor resistance testing revealed that both pairs are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion was unable to be determined. (B)(4).

Event description:
Reportable based on device analysis completed on 12/07/2017. It was reported that electrical noise occurred. A intellamap orion catheter was selected for an atrial fibrillation ablation but it was noted that one of the electrodes was nonfunctional. The procedure was completed with another orion. No patient complications were reported and the patient was reported to be "fine". However the investigation revealed foreign matter.